Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported the equipment presented with low pressure in the air/fluid exchange, during a vitrectomy procedure. The procedure was completed with the same equipment and accessory, with a delay of less than 15 minutes. There was no harm to the patient. No procedures were canceled due to the event.